Event description:
It was reported that while attempting to implant intraocular lens (iol) into patient's right eye, haptic was detached. Lens was not fully implanted but was removed from the eye following an incision enlargement. No vitrectomy was performed. A replacement lens was placed successfully. Replacement lens is of the same model and diopter (za9003 diopter 23.0), serial number (B)(4). No patient complications were reported. No further information has been provided.

Manufacturer narrative:
If implanted, give date & if explanted, give date: lens was not fully implanted; therefore, it was not fully explanted. Not applicable (na) for both fields. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: adding additional report source. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.